Manufacturer narrative:
The impact code was inadvertently left out in the initial report which has been added to this report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that blood was leaking into the anti-contamination sleeve. Purge pressures and flows were stable. The complainant also reported that most of the fluid was clear. There were some droplets that were slightly blood tinged which were attributed to the clear fluid picking up dried blood that was on the catheter from the surgical implant.

Manufacturer narrative:
Minor bleed: the cause of the injury was not determined due to insufficient clinical details. Fluid leak: the cause of the fluid leak cannot be determined since the product was not returned and insufficient clinical details were provided. Purge pressure high: no logs are available. The cause of the high purge pressure cannot be determined since no product was returned and insufficient clinical details and no logs were provided.

Event description:
Additional information received that purge system blocked alarm is displayed with pf < 1ml/hr. Sodium bicarb with 25 meq/l is the solution. They checked for kinks. Recommendation made to try to change purge cassette. That did not improve the purge flow. I then recommended they change to heparinized d5w. Team will closely monitor mc.

Manufacturer narrative:
Section b5 and h6 were updated based on additional information received .

Manufacturer narrative:
B3. Date of event updated b5. Additional event description added d1. Brand name updated.

Event description:
Additional information received from a nurse reports that ao ps had drifted down slowly with sbp showing in the 40s; not correlating at all with nibp on monitor. A suction alarm displayed. They did ao sensor calibration from the service menu. The ao ps then normalized and the suction alarm cleared without changing p-level or giving volume.

Event description:
Additional information received that reports "ICU attending notified me that there was blood leaking into the anti-contamination sleeve. He texted me a photo which showed collections of clear fluid as well as blood-tinged collections. I asked about purge pressure and flow. They both have been stable. I advised them to be vigilant of changes and further collection of fluid as pump replacement may be required. I personally examined the sleeve approx. 14 hrs after initial complaint. The amount of fluid appears to be diminished. The purge flow and pressure remain unchanged. They will continue to monitor closely."

Manufacturer narrative:
B5. Additional event description added. D4. Catalog, serial and primary UDI number corrected.